Event description:
The customer reported that the device was failing the pacer and defib segments of user initiated opcheck tests. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was failing the pacer and defib segments of user initiated opcheck tests. There was no pt involvement. Philips evaluated the device, confirmed the failure, and resolved the failure by replacing the therapy pca.